Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and noted that the customer did not wait for the power on self test (post) to complete. The se has instructed the customer to allow the ventilator to perform post before attempting to use the device. The se was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, the display on a 980 was locked up. The ventilator was not in use on a patient at the time the event occurred.